Event description:
It was reported that a patient underwent a laparoscopic supracervical hysterectomy on (B)(6) 2010. A grinding noise was noted from the beginning of the procedure and then the motor drive unit twisted the cable on the disposable handpiece. The surgeon was unable to remove the disposable from the motor drive unit. The patient's incision was opened and uterus was removed.

Manufacturer narrative:
(B)(4) - damage to drive connector or coupling. Conclusion code: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form. This is one of three medwatches being submitted as three devices were involved in this event. See also medwatch 2210968-2010-01722 and 01723. The same patient is represented in each medwatch.